Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a trauma surgery on (B)(6) 2019 and suture was used. The suture broke during the surgery. Changed another one to complete. There was no adverse patient consequence.